Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The power plug connections were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
There were no reports of an injury or death. The customer reported the fast stop was activated without command thereby necessitating a reboot to restore functionality. There is no report of death or serious injury.